Event description:
A surgeon reports that during intraocular lens (iol) implantation, a crack was noticed on the center of the lens when it was being inserted into the eye. The incision was widened to facilitate removal of the lens.